Event description:
It was reported that the user experienced signal loss between the dexcom g7 continuous glucose monitor (cgm) and the ilet bionic pancreas, with loss of cgm readings on the ilet after a meal announcement; the user re-entered the dexcom g7 pairing code and the sensor began repairing; the issue was characterized as an intermittent communication failure involving the antenna component. The user experienced a blood glucose peak of 410mg/dl with no associated clinical symptoms. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.